Event description:
Caller reported that the t:slim x2 pump battery was not charging and a power source alert, alert 07, appeared in the pump history. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging, and they planned to follow up.